Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate defibrillation therapy for atrial fibrillation. No allegation of malfunction was alleged against the device and the device was alleged to be performing as expected based on it's programmed settings. Device reprogramming may have been performed to resolve the event, however, this was not confirmed.. The patient was in stable condition and will continue to be monitored.